Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified.

Event description:
Patient reports right side pain and capsular contracture, baker grade unspecified. Device remains implanted.